Event description:
Boston scientific received information that the patient with this right ventricular lead had decreasing r wave amplitude and increasing threshold measurements in both bipolar and unipolar configuration. During a revision, it was not able to be determined if it had dislodged or whether there was a perforation. On an echocardiogram, an effusion was noted but the lead tip was not extra-cardiac. A chest x-ray did not show dislodgement. The lead was repositioned and remains implanted.